Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture and migration. The lead was removed and replaced. No patient complications were noted.

Manufacturer narrative:
The reported events were dislodgment and failure to capture. Final analysis found a complete lead was returned with its helix fully extended and within product specification for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.